Manufacturer narrative:
This supplemental report is submitted to correct the information submitted in section g3 of the initial report. The initial report date received by manufacturer (section g3) is (B)(6), 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon occurred due to the failure of the main board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The problem occurred during an upper endoscopy procedure. There was no delay in procedure reported due to the issue.

Manufacturer narrative:
This supplemental report is submitted to provide additional event information. Updates to sections b5, e2 and e3.

Event description:
A user facility reported to olympus that the button was not functioning and the processor would not come on until it was turned on/off and then it flickered. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty main printed circuit board. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.